Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, the infusion device is making a "clack" noise. Pt stated, he thinks something is broken inside of the infusion device. Pt stated, the infusion device motor makes unk noises. Pt reported elevated blood glucose levels up to 20.0 mmol/l (360 mg/dl). Pt's normal blood glucose range is 8.0-10.0 mmol/l (144-180 mg/dl). Treatment received was not provided. Pt stated, he thinks the infusion device is delivering too low of insulin. No further information is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.